Event description:
A meter to lab comparison test was made when the rptr did a finger stick test at home and got a result of 214 mg/dl. One hr later she visited her dr's office and a venous draw test resulted in 150 mg/dl. Time difference between two tests was 1 hr. There were no symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8